Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 210917 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210917, test base part number 195-430wjr / lot 207146. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210917 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Reference MFR. Reports: 1221359-2022-02485.

Event description:
The customer reported two false negative results with binaxnow covid-19 on (B)(6)2022 on a swab sample(nasal).the customer felt with symptoms on (B)(6)2022 . The customer received a negative result on (B)(6)2022 , and the customer retested on (B)(6)2022 ,and received a negative result. A test was done at a lab and came back positive on (B)(6)2022 . No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test two (2) of two (2).